Manufacturer narrative:
Philips service replaced the c-arc rotation motor assembly, clea extension board 2, and mvr high power board. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arch locking issue with suspected motor/electronics failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.